Event description:
It was reported that the customer experienced elevated blood glucose levels and a sensor anomaly. The customer stated that he inserted a sensor into his arm, and when he removed it from the site, the needle came out with the wire that was supposed to penetrate the skin. He stated that when he pulled the introducer needle out, the sensor cannula came out with the introducer needle. The blood glucose reading was 244 mg/dl, compared with the sensor glucose reading of 136 mg/dl. He declined troubleshooting for the sensor and blood glucose reading discrepancies. He was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.